Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: evaluation revealed that the battery compartment was cracked at the threads. The battery cap threads were stripped and the cap was not able to fully tighten to the pump. The battery cap contact height was found not be within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap threads were stripped and battery cap contact height was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/04/2013.